Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in use, the loop broke easily. Opened another packet, the same event occurred. The event occurred in use for patient. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the sample noted four sutures and four needles. Microscopic inspection of the loop noted material transfer which is an indication that the loop was welded. This serves as evidence that the loop was broken under tension; however, since the sample was received with the loop open, the force required to break the loop cannot be reliably determined. A laced through loop test was performed on the sealed samples and the results exceeded the specifications for this product. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. The returned sample as received by was found not to meet quality release specifications and, due to the received broken loop, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Laced through loop tensile testing of the unused samples confirmed that the product tested within specifications for this product; however, it is not possible to verify the tensile load that was applied to the opened suture received which caused it to break. Therefore, the root cause could not be reliably determined. The most likely root cause for the observed failure is resulting from excessive tension on the suture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.